Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report past no delivery alarms and high blood glucose readings between 200 and 400 mg/dl; treatment with the insulin pump. Customer declined troubleshooting. No further details were provided.